Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device found that the handshake connection was bent. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console system. The knob switch (ablation button) turned on when the button was pushed, but the device was unable to reach optimal rpm and generated abnormal noises due to the bent handshake connection. Product analysis confirmed the reported stall as the handshake connection was bent, generating abnormal noises and preventing the device from reaching optimal rpm during analysis. As clinical circumstances were not able to be replicated, the reported device becoming temporarily stuck within the lesion was not able to be confirmed but was believed to be attributable to the reported stall. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a perforation and dissection occurred. A severely stenosed target lesion was located in a severely tortuous and severely calcified mid left anterior descending (lad) artery. A 1.50mm rotapro was selected for percutaneous coronary intervention (pci) procedure. Apparently, stalling was noted but was able to resolve during platforming, so drilling was proceeded. However, the device did not even drill for more than 5 seconds when another stall occurred even though no pressure issues were indicated on the console. The burr jumped forward into the lesion, stalled and was possibly partially stuck in which the operator was able to easily back the burr out. A dissection flap and perforation were noticed. The burr was manually removed from the patient. The physician tamponade the vessel with a balloon, then the perforation was under control and a stent was deployed to cover the dissection. The patient was fine, stable afterwards and fully recovered.